Manufacturer narrative:
The patient was hospitalized for the peritonitis, on an unknown date in the first week of (B)(6) and discharged on (B)(6) 2017. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as ¿the patient did not wash their hands¿ (no further detail was provided). The patient was hospitalized for the event. On an unreported date, the patient began treatment with injection fortum, one gram, (ip) intraperitoneally, once daily and vancomycin, one gram every fifth day, ip. On an unreported date, the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. The patient had not been retrained on aseptic technique. No additional information is available.